Manufacturer narrative:
Concomitant medical products: d284trk crt-d implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right atrial (ra) lead had a fracture as evidenced by high impedance first seen about seven months previously. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.